Manufacturer narrative:
It was reported that unit errored during treatment, the clinician went to remove rope, but it jerked back into the unit pulling the doctors arm and patients head. The device has not been returned for evaluation, complaint could not be confirmed. The rool cause could not be established. If more information becomes available additional reporting on this event will be provided as a supplemental report to this document.

Event description:
It was reported that unit errored during treatment, the clinician went to remove rope, but it jerked back into the unit pulling the doctors arm and patients head.